Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.